Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/5/2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 11/26/2024. The user stated on (B)(6) 2024 that they had not been feeling well all day but relied on their dexcom g7 continuous glucose monitor (cgm) readings, which inaccurately indicated bg levels were within range. Symptoms escalated, including vomiting, prompting the user to perform a finger stick test, which returned a "high" (>400 mg/dl) reading. The user administered backup insulin and tested for ketones, which were large at 16. Following their ketone action plan, the user sought medical attention at an urgent care facility, where they received magnesium and fluids but no insulin. The user also reported experiencing heart palpitations.